Manufacturer narrative:
Two lot numbers were provided for the two malfunctions and lot history reviews were performed. The devices have not been returned for evaluation, therefore, the two malfunctions are inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0600600 chronic catheter allegedly experienced a fracture and leak. This information was received from two sources. The two malfunctions involved two patients with no patient consequences. One patient was reportedly a (B)(6) female weighing (B)(6). The age, weight, and gender of the other patient were not provided.